Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system discrepant results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: spoke with cx in the lab for follow-up. She states that the most recent environmental samples were not indicative of contamination and they have not had any further discrepant results or concerns regarding contamination. It was reported by the customer that there are discrepant results. Discrepant results.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. PMA/510k: there is no 510(k) for this device as it is eua. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref 44500301) unknown lot # was performed by the verification of complaints history. Customer reported one sample positive only for the n1 target with the bd sars-cov-2 reagents for bd max¿ system kit which was negative when tested with another method. Despite multiple attempts made to receive information from the customer, no kit lot nor data was provided for the investigation. The customer mentioned one discrepant result between the bd sars-cov-2 reagents for bd max¿ system kit and their verification method (genexpert by cepheid). It must be noted that this other assay only detects the n2 and e gene targets and does not detect the n1 target. Therefore, with this assay, the customer cannot confirm the n1 positive result obtained with the bd sars-cov-2 reagents for bd max¿ system kit. Moreover, limit of detection can vary between different assays. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h10.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system discrepant results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: spoke with cx in the lab for follow-up. She states that the most recent environmental samples were not indicative of contamination and they have not had any further discrepant results or concerns regarding contamination. It was reported by the customer that there are discrepant results. Discrepant results.